Manufacturer narrative:
The complaint investigation for false elevated alinity I prolactin results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending did identify a slight increase in complaints for list number 07p66, however, an increase in complaint activity for lot number 76187ud00 was not identified. A device history record review did not identify issues associated with the customer¿s observation. The overall performance of alinity I prolactin reagents in the field was reviewed using data from customers worldwide. The review shows that the median patient result for the master lot falls within +/-2sd of the established baseline, indicating the reagent lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I prolactin reagent lot 76187ud00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated alinity I prolactin results when compared to siemens, beckman, and atellica. The following example data was provided: (B)(6) 2025, sid (B)(6) (36 year old male): initial result = 49.16 ng/ml, siemens result = 25.12 ng/ml, additional data was provided by the customer for samples that were screened for macroprolactin with peg: sid (B)(6) (50 year old male): atellica result = 68.10, alinity result = 95.36, peg atellica = 66.88, peg alinity = 95.56, sid (B)(6) (45 year old male): atellica result = 29.24, alinity result = 182.53, peg atellica = 14.50, peg alinity = 32.74, sid (B)(6) (50 year old female): atellica result = 28.94, alinity result = 160.89, peg atellica = 16.5, peg alinity = 37.42, sid (B)(6) (36 year old male): atellica result = 25.12, alinity result = 49.16, peg atellica = 13.78, peg alinity = 19.6, sid (B)(6) (17 year old female): atellica result = 21.97, alinity result = 32.87, peg atellica =21.68, peg alinity = 27.54, sid (B)(6) (51 year old female): atellica result = 16.25, alinity result = 30.35, peg atellica = 12.1, peg alinity = 15.26, sid (B)(6) (43 year old female): atellica result = 52.22, alinity result = 88.82, peg atellica = 32.42, peg alinity = 43.74 no impact to patient management was reported.

Event description:
The customer reported falsely elevated alinity I prolactin results when compared to siemens, beckman, and atellica. The following example data was provided: (B)(6) 2025, sid (B)(6) (36 year old male): initial result = 49.16 ng/ml, siemens result = 25.12 ng/ml, additional data was provided by the customer for samples that were screened for macroprolactin with peg: sid (B)(6) (50 year old male): atellica result = 68.10, alinity result = 95.36, peg atellica = 66.88, peg alinity = 95.56. Sid (B)(6) (45 year old male): atellica result = 29.24, alinity result = 182.53, peg atellica = 14.50, peg alinity = 32.74. Sid (B)(6) (50 year old female): atellica result = 28.94, alinity result = 160.89, peg atellica = 16.5, peg alinity = 37.42. Sid (B)(6) (36 year old male): atellica result = 25.12, alinity result = 49.16, peg atellica = 13.78, peg alinity = 19.6. Sid (B)(6) (17 year old female): atellica result = 21.97, alinity result = 32.87, peg atellica =21.68, peg alinity = 27.54. Sid (B)(6) (51 year old female): atellica result = 16.25, alinity result = 30.35, peg atellica = 12.1 , peg alinity = 15.26. Sid (B)(6) (43 year old female): atellica result = 52.22, alinity result = 88.82, peg atellica = 32.42, peg alinity = 43.74 no impact to patient management was reported.

Manufacturer narrative:
Complete entry for section a patient information: sid (B)(6) (50 year old male). Sid (B)(6) (45 year old male). Sid (B)(6) (50 year old female). Sid (B)(6) (36 year old male). Sid (B)(6) (17 year old female). Sid (B)(6) (51 year old female). Sid (B)(6) (43 year old female). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.